Manufacturer narrative:
(B)(4). The pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm due to moisture damage on the pcba 1 / force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found inside battery tube during visual inspection. Successfully downloaded firmware using crest. Successfully downloaded history files and traces using thus. Pump error 35 alarm confirmed in pump history/trace download on 28-apr-2021 at 04:18:00 o'clock due to moisture damage on the force sensor. Force sensor zero offset within specification (23.8mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump error 35 alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. Cosmetic damage found on the back of the pump case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on backside. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.